Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 8, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut into three pieces, which is consistent with a lens that was handled during removal. Further observation revealed that the haptic was damaged. Based on the return condition of the lens, no further product evaluation could be performed on the lens. The complaint issue could not be confirmed, a product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable, as the lens was not implanted; therefore, it was not explanted. The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Doctor reported that upon inserting the intraocular lens (iol) into the patient's left eye, he noticed the iol was cracked. Not torn all the way but cracked. The iol was partially inserted, so it had patient contact. The procedure was completed successfully with a backup lens. No complications reported such as capsule tear, vitrectomy or sutures. The patient is doing well. No further information was provided.